Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis. The cause of death was respiratory failure caused by covid 19, and they also had diabetic ketoacidosis. The caller stated that the customer had heart issues and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was 1000 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. It is unknown if the customer was using sensors. When the patient was in the hospital, that is when it was discovered that they were covid 19 positive. The caller declined to return the insulin pump for analysis and declined to provide further information.